Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr dual lumen powerpicc catheter. Use residue was observed on the sample. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. An attempt to flush the catheter with the distal end clamped also did not reveal any leaks. Microscopic inspection did not reveal any damage or deficiencies. Inspection and functional testing of the sample revealed the catheter functioned as intended. Consequently, the complaint of a leak is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that 4/15: cut at 40 cm and placed through left upper arm, but did not advance before subclavian, cut at 25 cm and placed before subclavian. Fixed at 0 cm. Blood could not be drawn from the time of placement. 5/28:no fluid leaks out and there is no sign of infection at the puncture site, and the fixation remains at 0 cm, but there is a slight leak out from the semi-night shift. 5/29: in the morning, notices that the cuff is wet and reports it to the physician on duty in the ward. 5/29: during the day shift, fluid leaked from the puncture site and was removed. Inserted and there was no leakage from the puncture site until 5/29. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that 4/15: cut at 40 cm and placed through left upper arm, but did not advance before subclavian, cut at 25 cm and placed before subclavian. Fixed at 0 cm. Blood could not be drawn from the time of placement. 5/28:no fluid leaks out and there is no sign of infection at the puncture site, and the fixation remains at 0 cm, but there is a slight leak out from the semi-night shift. 5/29: in the morning, notices that the cuff is wet and reports it to the physician on duty in the ward. 5/29: during the day shift, fluid leaked from the puncture site and was removed. Inserted and there was no leakage from the puncture site until 5/29. There was no reported patient injury. No other information was provided.